Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the internal pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation monitor sn (B)(4) has been completed. Upon receipt the monitor failed an internal pulse test. The cause was isolated to a poor connection between the defibrillation and ca board. The connectors were contaminated. Upon cleaning the connectors the device passed all testing. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.